Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. " the anaerobic and anaerobic bottles have been positively tested for anaerobic and false positive for anaerobic, so if the bottles are reloaded after confirmation, the anaerobic bottles will be in culture, but the aerobic bottles have also changed during culturing. Request for investigation."

Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n(B)(6)). The customer reported false positive results for anaerobic bottles. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched to the customer site to investigate per case (B)(4). The fse reported no problem was found with the instrument. The instrument was performing within expectations. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed there are no more false positive complaints on this instrument. Bd quality did not receive any returned instrument or parts for investigation. This complaint is unconfirmed for an instrument failure. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "The anaerobic and anaerobic bottles have been positively tested for anaerobic and false positive for anaerobic, so if the bottles are reloaded after confirmation, the anaerobic bottles will be in culture, but the aerobic bottles have also changed during culturing. Request for investigation."